Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to inappropriate shocking. The inappropriate tachy therapy attributed to atrial fibrillation (af) oversensing on the rv channel. No asystole was noted, and therapy was not exhausted. No additional adverse patient effects were reported.